Manufacturer narrative:
Needle 1 was returned to the manufacturer for investigation. The needle's atp and iceball formation properties were found within specification, and the reported complaint could not be confirmed from the needle investigation.

Event description:
4 needles were used in a MRI guided renal cryoablation procedure. During the case, all 4 icerod MRI needles only reached an iceball size of approx. 1 cm, which was insufficient for the procedure. Extra active thawing cycles did not resolve this. Multiple freezing cycles were conducted in an attempt to reach an acceptable ablation zone. The treatment was deemed unsuccessful, and a new cryoablation procedure has been scheduled for this patient. All four needles were returned to the manufacturer for investigation, and the cryoablation system was investigated in a field service call. This MDR summarises the investigation results of the first needle used in this complaint. Please see the following MDR's for the other devices used during this cryoablation procedure: 3004462490-2020-00001 - cryoablation system, 9616793-2020-00036 - needle 2, 9616793-2020-00037 - needle 3, 9616793-2020-00038 - needle 4.